Event description:
The customer contacted physio control to report that their device failure to deliver shock during a patient event. There were no reports of adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Third party service agent evaluated the customer's device. The reported issue was not able to be verified or able to be duplicated. The patient electronic record was downloaded and it shows that the lfepak 20 device being operated in sync mode. Shock 1 is delivered successfully at 200j. Sync mode is then activated again. The device is charged, however, only one sync marker is seen on the ECG tracing following the charge. Without sync markers on the ECG to align to, a shock cannot be delivered in sync mode, as the device cannot identify qrs complexes. Per the operating instructions for the lifepak 20, in the scenario where energy is not delivered to the patient when the shock button(s) are pressed, because the device is in sync mode and qrs complexes are not detected, the user should switch ECG leads for optimum qrs complex sensing or deactivate sync mode to deliver a shock. The device passed all functional and performance testing and was returned to the customer. The cause of the reported issue is determined to be the user.

Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Physio-control contacted the customer in order to obtain additional information about the patient and event; however, no response was received. Patient fields in which information is not provided were intentionally left blank

Event description:
The customer contacted physio control to report that their device failure to deliver shock during a patient event. There were no reports of adverse effects to the patient as a result of the reported issue.